Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following "colorectomy" on a laparoscopic low anterior resection, anastomotic leak was noted. Patient had to go on reoperation 2 hours after the surgery. The leak was sutured and a protective ileostomy was performed. Patient hospitalization was extended to 2 weeks and surgical incision was extended for more than 1 inch. Patient "recovers" from peritonitis and sepsis and currently 20 days stationary.